Event description:
Customer called to report that the insulin is broken at the reservoir compartment and at the connections. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Unit alarm a33 during basic occlusion test due to loose/protruded drive support disk. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.